Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer stated she has had problems with high blood glucose levels ever since starting on the insulin pump. Troubleshooting was performed and the insulin pump passed the required tests.